Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when she inserted a fully charged freedom onboard battery into a freedom driver that was supporting a patient, the battery fuel gauge would display one light and immediately exhibit a battery alarm. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom onboard battery caused a low battery alarm on the driver, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when she inserted a fully charged freedom onboard battery into a freedom driver that was supporting a patient, one light on the fuel gauge blinked and the freedom driver immediately exhibited a battery alarm. The customer also reported that she subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. The freedom onboard battery was returned to syncardia for evaluation. The freedom driver and other onboard batteries used at the time of the reported issue were not returned to syncardia and could not be evaluated as part of this investigation. Visual inspection of the onboard battery revealed no anomalies. The onboard battery was connected to a smbus (system management bus) reader and battery evaluation software. Review of the data revealed well balanced cell voltages, a nominal full charge capacity and no permanent faults. The displayed relative state of charge value was consistent with the fuel gauge leds displayed. The onboard battery was functionally tested and passed all performance test criteria with no anomalies. Additional functional testing of the onboard battery was performed by inserting it into each battery well of two different freedom drivers. In each instance, the onboard battery operated as designed. The reported issue could not be confirmed and the root cause could not be determined. The investigation concluded that the onboard battery performed as intended, and there was no evidence of a device malfunction. It is possible that the onboard battery was not fully inserted into the freedom driver, which can result in an intermittent connection issue that will cause battery alarms. The reported issue posed a low risk to the patient because although the freedom onboard battery caused a low battery alarm on the driver, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.